Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads, cracked case at corner of the belt clip rail and a small portion of the case bottom was broken off. A majority of the case bottom was still attached to the pump. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained/peeling serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Cosmetic damage was confirmed at the back of the pump and at the bottom of the pump. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the case of the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued to use the device, mmt-1712kl was requested and the customer response was the device returned.